Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6), 2011 and the patient was reimplanted with another device during the same surgery. The reason for explantation was not reported, however, additional information has been requested.